Event description:
It was reported that "spring in handle broke in the operating room."

Manufacturer narrative:
Additional information has been requested and if received, additional information will be provided on the supplemental.